Event description:
Elderly female with history of hypertension, coronary artery disease and new onset shortness of breath. Procedure left heart catheter; balloon was broken prior to procedure but used for pressures only. Balloon removed in its entirety. New balloon inserted for procedure. No known harm to patient. Edwards latex free swan-ganz catheter lot# 63643195.